Event description:
Patient fell from hoyer lift while being lifted at home according to family member. After inspection, the (load bearing boom assembly)was severely bent. This lift is rated to hold approximately 350-400 pounds and the patient weighs approximately 175 pounds. The unit was sent to the manufacturer for further testing. The patient did not sustain any injury.